Manufacturer narrative:
Patient information was not provided. Section a was left blank. The cause of the injury was not determined since product was not returned and insufficient clinical details provided. The device passed all the post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced access site bleeding and a hematoma. The pump was explanted to achieve hemostasis.